Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the plunger seal is broken, and bottom seal is intact. Crooked plunger tube and plunger flippers are sticking open. Event history log displayed motor not running. The reported problem was replicated. Found motor rate error at start of occlusion test. Impact knocked the main board out of the extrusion slot. Repositioned main board into extrusion slot. Also replaced worm gear, worm coupling and old motor mount as a preventative measure. Performed power up process, preventive maintenance (pm) and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0191942is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Manufacturer narrative:
D4 (UDI) and g5 are unknown. No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the device motor does not work. No patient injury reported.